Event description:
The customer reported during cine runs, the image fades to black and there is a blank screen when doing subtraction.

Manufacturer narrative:
The svc rep found batteries to be faulty after troubleshooting. Customer will replace batteries.